Event description:
It was noted that during an unspecified pi procedure, removal difficulty occurred. The sentinol biliary 8x42x750 stent "got stuck on a .035" wire." Pt status is unk. Required intervention is required. Procedure outcome is unk. Additional info regarding this event has been requested.

Manufacturer narrative:
The device has been returned for analysis, however, additional testing is required which is not completed at the time of this report.